Event description:
A peritoneal dialysis patient (pd) contacted technical support for assistance and during the call the patient expressed concern about not receiving the antibiotic treatment needed during therapy. Upon follow up the pdrn reported that the patient presented to the pd clinic on (B)(6) 2022 with cloudy pd effluent. The patient did not have any other symptoms. A pd culture was obtained and the patient was diagnosed with peritonitis the patient was initiated on antibiotic therapy with vancomycin every 5 days until (B)(6) 2022, dose not reported. The pd cultures were negative for growth. As a result, the cause of the peritonitis was not determined. The patient did not require hospitalization for this event. There was no leak reported with the cassette related to the peritonitis event and no issues with the liberty select cycler. The patient is continuing to complete pd therapy utilizing the liberty select cycler. No further information was provided.